Manufacturer narrative:
The customer reported that the central nurse's station (cns) alarm parameters unexpectedly changed on their own. The customer also reported that there was an arrhythmia alarm that was missed due to this event. The customer will be sending in the cns log files for further evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) alarm parameters unexpectedly changed on their own.

Manufacturer narrative:
Details of the complaint. On 10/15/19, customer at appalachian regional healthcare reported the cns (pu-621ra sn: (B)(6)) alarm parameters were changing on their own. The nurses have since changed the parameters back. There was an arrhythmia missed because of the parameters not being correct. Investigation summary: due to the lack of customer response, additional information needed to conduct an investigation is not available and the root cause and risk analysis could not be performed. No pattern of issues with parameters/settings changing was found for the device or user facility. The following field contains no information (ni), as attempts to obtain information were made, but not provided: d11 & c2 concomitant medical products. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) alarm parameters unexpectedly changed on their own.